Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had an act button that would not click unless customer clicked it several times in the upper area of the button. Customer also reported that there was large scratch in the center of the screen making it difficult to read. Customer also reported that the insulin pump showed reservoir was empty when it was not. Customer was also reporting that the insulin pump was rejecting batteries and was erasing the date and time. No harm requiring medical intervention was reported. Insulin pump will not be returned for analysis.